Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the device wake button was intermittently unresponsive, requiring placement on the charger to power on at times. The user stated that the wake button sometimes worked after multiple attempts and delays. Blood glucose management was not affected.